Event description:
Legal counsel for the patient reported that the patient underwent right m2a hip arthroplasty on (B)(6) 2004. Subsequently, a revision procedure was performed (B)(6) 2005 allegedly due to pain, lack of mobility and elevated metal ion levels. A review of invoice history confirmed the acetabular cup and modular head were removed and replaced during the revision procedure. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2005 was due to loosening and metallosis. The operative notes confirm that the acetabular cup and modular head were removed and replaced. The operative notes also indicate that a custom acetabular cup was attempted to be implanted but would not seat properly. Additional reaming was performed and another biomet cup was used to complete the procedure. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay information regarding the revision procedure, which was unknown at the time of the initial medwatch. This report is number 2 of 3 mdrs filed for this patient (reference 1825034-2013-01791 /01792 & 03756).

Event description:
Legal counsel for the patient reported that the patient underwent right m2a hip arthroplasty on (B)(6) 2004. Subsequently, a revision procedure was performed (B)(6) 2005 allegedly due to pain, lack of mobility and elevated metal ion levels. A review of invoice history confirmed the acetabular cup and modular head were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." And number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 2 mdrs filed for this event (reference 1825034-2013-01791 /01792). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.